Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent radical surgical procedure for gastric cancer on (B)(6) 2015 and suture was used. During the procedure, the needle separated with the suture during control release operation and the needle broke in the posterior at 1/3 in relation to the needle tail. The broken piece was not found in the operating room and was also not found in the patient when checked with c-arm. The patient is hospitalized for further observation. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon evaluation, the evidence of the examination indicated that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.